Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the jaw wire was severed. Some pieces were missing. The reported condition was confirmed. One jaw wire was severed on the device. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be user error. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, a piece of the clamp broke off. They checked that no pieces had fallen into the patient's abdominal cavity. It was retrieved and returned. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a piece of the clamp broke off. They checked that no pieces had fallen into the patient's abdominal cavity. There was no patient injury.